Manufacturer narrative:
The reported events of insulation damage, low high voltage impedance and no high voltage (hv) output were confirmed. As received, a partial lead (only connector portion) was returned in one piece. Visual examination found an external insulation abrasion breaching right ventricular cable lumen at the proximal region of the lead with abraded / separated cable. The cause of the reported events was due to the exposure of the right ventricle conductor path in the external insulation abrasion which is consistent with friction to the device can.

Event description:
It was reported that during a routine replacement procedure of a generator it was noted that the high voltage (hv) lead impedance was abnormally low. At least one shock had been aborted due to a possible hv lead issue. After checking the right ventricular (rv) lead during the procedure, damage to the rv lead's insulation layer was discovered. The rv lead was explanted and replaced. The patient was stable.